Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker and non-boston scientific right atrial (ra) lead exhibited undersensing, observed on stored atrial tachy response (atr) episodes. Additional information is being requested from the field. This pacemaker remains in service. No adverse patient effects were reported.